Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not yet been returned from the field. An initial evaluation consisted of a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The lifevest appropriately detected vt; however, the vt rate falling below the prescribed treatment threshold prevented a treatment from being delivered. The patient transitioned into asystole which is considered a non-shockable rhythm. No indication that a device malfunction contributed to the events on (B)(6) 2017 (sn (B)(4)) or the patient death on (B)(6) 2017 (sn (B)(4)).

Event description:
A us distributor reported that the patient's daughter found the patient unresponsive and wearing the lifevest on (B)(6) 2017. The device was reported to be alarming and prompting bystanders to perform CPR and call for help. The patient was taken to the ER around 2:00 am on (B)(6) 2017 and admitted to the ICU around 7:30 am. The patient's electrode belt (sn (B)(4)) was exchanged at this time due to an unrelated cosmetic issue. Per investigation into the event, the patient passed away two days later on (B)(6) 2017. The patient was reported to be unconscious and in a vegetative state while in the ICU. Per review of the ECG recordings from the morning of (B)(6) 2017, the lifevest alarmed for an arrhythmia at 01:17:42 am. The ECG recording indicates that the patient was in sinus tachycardia at 120 bpm, transitioning to vt at 160 bpm. Six seconds after the start of the arrhythmia alarm the response buttons were pressed. The patient's doctor believed that the patient's family may have pressed the response buttons; however, it is unknown at this time who pressed the response buttons. 29 seconds after the start of the arrhythmia alarm the vt rate fell below the prescribed threshold of 150 bpm, preventing a treatment from being delivered. A second arrhythmia alarm began at 01:21:23. The ECG recording indicates the patient was in a sinus rhythm at 80 bpm transitioning to bradycardia at 20 bpm. The patient was not treated during either arrhythmia alarm as the device detected non-treatable rhythms. The device detected and alarmed for asystole between 1:30:33 and 01:31:51 am. The ECG recording showed the patient was in severe bradycardia from 10 to 25 bpm. Bradycardia continued to be observed at 01:32:41 and 01:43:16. The device was shutdown at 01:56:17. The patient's rhythm at the time of the device shutdown is unknown at this time as the monitor (sn (B)(4)) and belt (sn (B)(4)) issued to the patient at the time of her passing have not yet been returned from the field. The patient subsequently passed away while in the hospital on (B)(6) 2017.